Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bilateral laparoscopic inguinal hernia repair, when inserting the mesh into the patient¿s abdominal cavity, there was a rapid loss of abdominal pressure, the grey seal of the balloon port dislodged and came off. They could see a strip of glue that came away. The surgeon was unable to put the seal back in properly. After ten minutes of trying to insert the grey seal back into the port the surgeon requested a new balloon to complete the case. There was no patient injury.